Manufacturer narrative:
Concomitant medical products: 310c29 valve, implanted: (B)(6) 2012; 6947-65 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of atrial flutter. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.